Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 140806 fogarty catheter. The handle was not returned. As received, the catheter tip was noticed broken inside the latex membrane. The latex membrane was found damaged. The damaged edges were not able to match up. Part of the latex membrane had deteriorated. Latex deterioration is: "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." The spring and core wire assembly remained attached to the catheter body. The catheter handle was detached and missing and the wire was exposed from the catheter body. No other visible defect or damage was observed from the unit. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of catheter tip broken was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty corkscrew catheter is indicated for the removal of emboli and thrombi from either native vessels or synthetic grafts in the arterial system. To minimize the risk of vessel or membrane damage, the maximum recommended pull force for the catheter should not be exceeded. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombolysis, distal emboli or blood clots or arteriosclerotic plaque, air emboli, aneurysms, arterial spasms, arteriovenous fistula formation, membrane separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during surgery, the tip of this fogarty catheter was detached and got separated from the rest of the catheter. No further information was available. There was no allegation of patient injury. Patient demographics were requested and not provided.